Event description:
It was reported that after multiple inflations while being used to post-dilate another MFR¿s stent in the common iliac artery, a fiber from the pta balloon became entangled in the stent. After several attempts at removal; the fiber released and the pta device was fully retracted without further incident. Reportedly, during removal attempts, the stent began to move slightly and became crinkled. The stent was not retrieved and a second stent was placed to complete the procedure. There was no patient injury.

Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is currently underway.